Manufacturer narrative:
Customer has indicated that the product will not be returned to cooper surgical for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a caesarian section procedure on (b((6) 2023. Doctor states that the staples keep coming up through the surface of the skin and need to be removed. Patient incurred massive infection as well as two trips to the ER. Doctor inquired as to the staple absorption time. No additional information is available. 1216677-2023-00159 2030 insorb stapler (B)(4).

Manufacturer narrative:
Distribution history: the lot number was not provided for this complaint, no information of distribution history could be performed. Manufacturing record review: the lot number was not provided for this complaint, no information of manufacturing record could be performed. Incoming inspection review: the lot number was not provided for this complaint, no information of incoming inspection could be performed. Service history record : service history not applicable for this product. Historical complaint review: a review of the 2-year complaint history related to infection shows 10 similar reported complaints including the one under investigation. None of the complaints reviewed were confirmed. Product receipt: the complaint product was not returned. Visual evaluation: the complaint product was not returned, no visual inspection could be performed. Functional evaluation : the complaint product was not returned, no functional inspection could be performed. However one box of the lots that were bought by the customer still in coopermedical distribution center, the lot 619022984. The lot was functionally reviewed and the (B)(4) units passed the acceptance criteria. Root cause : not enough information to define a root cause for this complaint, the units reviewed were not necessarily the lot that the customer used during the medical procedure. Coopersurgical will continue to monitor this complaint condition for trends. No corrective action is determined since the complaint is not confirmed.

Event description:
No additional information is available.

Event description:
No additional information.